Event description:
A volume discrepancy was reported; the actual residual volume was greater than the expected residual volume. All 20 mls of drug were aspirated from the pump reservoir which was filled at the implant. Event logs and pump programming were confirmed as normal and correct. The pt had not responded to a dosage increase due to a confirmed catheter blockage. The physician was unable to aspirate through the cap (catheter access port). A catheter revision was planned. The medication being delivered via the device was lioresal 2000 mcg/ml. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).